Event description:
A customer contacted baxter's technical service center reporting the home choice (hc) was stuck at please wait and during troubleshooting the home patient (hp) stated the heater line was leaking. The hp stopped the setup because she realized that she had connected the heater bag to supply line and supply bag to heater line. The hp disconnected and switched bags. The hp stated that heater line was leaking from the port of the heater bag and the heater line. The technical service representative (tsr) instructed the hp to cycle the power off/on and remove the cassette. The hp would start over with new supplies and hp would save the setup for retrieval. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for leak was not confirmed and the cause was not identified. A visual and functional inspection was performed. No obvious defects were found. Batch review results were acceptable for the lot number. A full therapy was performed with no alarms or defects detected.

Manufacturer narrative:
(B)(4). The sample is available and requested for evaluation. The lot number is known; therefore, a batch review be conducted. If additional information becomes available, then a follow up MDR will be submitted.